Event description:
It was reported that prior to using paxgene® blood dna tube, 1205 tubes displayed a different lot number than that of the box they were packaged in. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect label content was observed. Evaluation of the photos indicated that the shelf label had a lot number of 4095154 with an expiration date of 30-apr-2025, and tube labels with a of lot number of 4079048 with an expiration date of 31-may-2025. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for incorrect label content was not observed. Based on a review of the device history record for the incident lot, some product requirements for lot release were unmet and not discovered prior to release. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect label information. A global hold has been placed on this batch number. Bd has initiated further root cause investigation relating to the issue of incorrect label content through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.